Manufacturer narrative:
The user facility did not send back the device subject of the reported event for evaluation. Without the return of the device, a root cause cannot be determined. The trufreeze aire pv passive venting catheter kit instructions for use states, "when using a scope, place the catheter through the catheter introducer and into the biopsy or working channel of the scope. Ensure catheter and scope are completely defrosted before repositioning or withdrawing catheter. Withdraw catheter in the straight position. Care should be taken to avoid kinking or fracturing the catheter during handling and insertion into the catheter introducer. Caution: if using a scope in the retroflexed position, ensure catheter and scope are completely defrosted before repositioning or withdrawing. Withdraw scope and catheter in the straight position. Caution: ensure catheter and scope are completely defrosted before repositioning or withdrawing catheter. Withdraw catheter in the straight position. Caution: care should be taken to avoid kinking or fracturing the catheter during handling and insertion into the catheter introducer." Steris performed in-service training with user facility personnel on the proper use and operation of the trufreeze aire pv passive venting catheter kit. A 2-year complaint review was conducted and confirmed this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that two trufreeze spray cryotherapy systems defrosted during procedures. One patient experienced a pneumothorax, was given an x-ray, and discharged. No lasting effects were reported.

Manufacturer narrative:
UDI related data clarification: the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR. The devices subject of the reported events were returned to the manufacturer for testing. A follow-up MDR will be submitted once additional information becomes available.